Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that their controller was not charging their implanted neurostimulator (ins) since thursday. Patient said they could not charge their implanted neurostimulator at all now since saturday. Pt got excellent recharge quality, but the ins did not increment up at all. During the call, the patient reset the controller and the controller responded. Patient initiated a charging session of their implanted device with a recharge quality of excellent. Patient mentioned the controller battery was at 100% and the implanted device battery was in the red. Pt charged for 5 minutes, but the ins did not increment up. Patient services specialist offered to call the patient back in about 15 minutes to check on the charge progress. Patient services (pss) called the pt back and the controller had drained 10% to 90%. Pt had been charging for about 20 minutes with recharging excellent, but the ins had not incremented up. A replacement recharger (rtm) was sent out. No symptoms were reported.  2024-jan-26 (B)(4) (con): additional information was received from a patient (pt). It was reported that they received the recharger (rtm) but still taking a long time /3hrs to charge the ins to 80% at recharging excellent quality. Agent confirmed patient did not have fall or trauma. Patient stated they are in az for the winter and does not have a healthcare provider (hcp) in az. Agent reviewed phy listing site and patient said she will look at the website for information. Agent reviewed device function and recommend patient consult with hcp ofc for next steps. A manufacturer representative (rep) then called in with patient to state the patient is continuing to have difficulty recharging their ins. Rep is wondering if the li battery is causing the difficulty with charging. Patient was on the line during the call and stated they were recently sent a new recharger and previously sent a controller in the past . Patient states they have been charging since 11:40 until 3:30 mountain time and they have only gone from 40-60% charge level in the ins with excellent charging. Patient also states they reached out to an healthcare provider (hcp) in arizona where the patient is located to meet, however the physician couldn't get the patient in until the middle of march and the patient plans to travel the country at that time. Patient confirmed on the call that they charge with a brace they received from their implant. Patient also states they tried taking the li battery out of the controller and resetting the controller yesterday. Ts advised rep to meet with the patient to assess the battery site and recharge diaries. Ts transferred to nas to page a rep that is local to the patient in az.

Event description:
Manufacturing representative (rep) reported that patient accidently changed charging speed and it was concluded that was why charging was taking so much longer. Rep assisted patient to change back charging speed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.